Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistance (gold). Unable to confirm rewind anomaly due to motor error alarm. Pump passed displacement test and unexpected restart error test. No unexpected restart alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that they were getting an unexpected restart alarm on the insulin pump. Blood glucose level was between 150-170 mg/dl and at the time of the incident, it was 147 mg/dl. No symptoms or treatment of patient required. Trouble shooting occurred and was able to clear alarm but insulin pump was unable to complete rewind. Product will be returned and a replacement insulin pump will be shipped to customer.